Event description:
It was reported that the lead was capped and replaced due to a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please retract this MDR 2938836-2013-06020. New information received indicated that the lead was electively replaced and no anomaly was observed.